Manufacturer narrative:
Date is approximate; only month and year were reported. References the main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving an unknown drug via an implantable pump for intractable spasticity and familial spastic paraparesis. It was reported on (B)(6) 2016 that both his pump and catheter that were implanted on (B)(6) 2011 were removed "sometime in (B)(6) 2012" at the hospital. The patient stated the reason for the pump system removal was because "the catheter was giving him a whole lot of infections." No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.